Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer insulin pump alarmed motor error and no delivery. The customer¿s blood glucose level was unknown at the time of the incident. The customer's spouse stated that the insulin pump had a no delivery and motor error alarm during manual prime. The customer's spouse reported that they were unable to describe possible damage to the drive support cap and stated that it was missing for a while . The customer's spouse was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.